Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9252455. Medical device expiration date: 2024-09-30. Device manufacture date: 2019-09-09. Medical device lot #: 9168991. Medical device expiration date: 2024-06-30. Device manufacture date: 2019-06-17. Initial reporter phone#: (B)(6). (B)(4). Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for difficult/unable to operate (not drawing) on lot # 9252455 and the 1st related complaint for needle missing on lot # 9168991. Investigation summary: customer returned photos of a 1/2cc, 6mm, 31g syringe with poly bags. Customer states that in one box the plunger did not suck the insulin from the bottle and in the other packaging the syringe came without a needle. The photos were examined and the syringe shown appears to have the cannula in the hub. It is difficult to determine if the syringe is able to draw properly solely from the photo. A review of the device history record was completed for batch# 9252455. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle was unable to aspirate. This was discovered during use. The following information was provided by the initial reporter: customer informs that the quality of ultrafine bd products has decreased, because in the last 2 boxes she bought for application to his dog, in one box the plunger did not suck the insulin from the bottle and in the other packaging the syringe came without a needle. She also reported that he was previously able to reuse the needle for up to 3 applications on the dog, but currently he is no longer getting the same result.